Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in pacemaker inhibition in a pacemaker dependent patient. The physician could recreate the oversensing when the patient would take deep breaths.